Event description:
Myosure handpiece malfunctioned during a case and made an odd noise. Fluent machine indicated that myosure was not detected, handpiece was disengaged and reengaged and the same warning appeared. Handpiece removed and a new handpiece was placed, and the case proceeded without any issues.